Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted setscrew marks in the correct location on the terminal pin, indicating the electrode was fully inserted into the device header. X-rays were performed and confirmed there were no fractures along body of the electrode. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the noise and oversensing that were observed clinically.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored three untreated episodes showing oversensing of noise artifact and diminished r-wave amplitudes with a shifting baseline. The device was programmed to the alternate sense vector at the time. The morphology of the artifact was consistent with sense b noise, so the secondary vector could be tried, if sensing was appropriate. Troubleshooting was performed and some noise and t-wave oversensing occurred in the secondary vector at a gain of 2x; also, the r-wave amplitudes were very small in the secondary vector. Therefore, the physician planned to explant and replace both the device and electrode with a new s-ICD system. The patient was not hospitalized pending the revision. The device and electrode were explanted and replaced about two weeks later. No additional adverse patient effects were reported. The explanted products were returned for analysis.